Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead exhibited undersensing and low out of range pace impedances. The impedances were less than 200 ohms. An x-ray was performed and no damage was visible on the lead. At this time, the ra lead has been surgically abandoned and the existing implantable cardioverter defibrillator (ICD) was replaced. No additional adverse patient effects were reported.